Event description:
The event is reported as: complaint alleges: the pediatric head nurse reported that a nine month old baby boy, named (B)(6), was injured when receiving atomization treatment. The pt didn't want treatment and grabbed the mask and because there was a sharp metal burr sticking out, it stabbed his hand. The nurse quickly disinfected the wound. The pt's current condition is good.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.